Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance measurements, measuring less than 200 ohms impedance and reduced sensing, with prior ventricular fibrillation (vf) undersensing during a vt/vf episode in 2023. As no further vt/vf events occurred, the physician elected not to replace the rv lead and to continue remote monitoring. It was suspected that the lead had insulation damage. This rv lead remains in service. No adverse patient effects were reported.